Manufacturer narrative:
A steris service technician arrived onsite and reviewed the cycle print out subject of the reported event which evidenced the cycle had been cancelled. The employee stated to the technician that the unit started to leak from the front right side. The employee turned off the water supply and cancelled the cycle. The instrument present during the time of the reported event was reprocessed before use in a patient procedure. In addition, the s40 container was properly disposed of. The technician was unable to duplicate the reported event; no issues were noted with the unit. It appears the reported event is attributed to the employee not closing the lid properly before initiating a processing cycle. This allowed the right latch to misalign and not engage allowing the lid to lift and water to seep past the inflatable seal. The technician removed the bottom shroud and adjusted the latch mechanism and "u" hooks on the lid. He performed several diagnostic and processing cycles and returned the unit to service. While onsite the technician reiterated to user facility personnel how to properly close the lid including the importance of using two hands to ensure proper alignment.

Event description:
The user facility reported that water leaked from the front right side of their system 1 express subsequently allowing water to leak out onto the floor. No injuries or procedural delays/cancellations were reported.